Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the actual device involved in this event was returned for eval. Visual inspection found that the plastic cpc connector and the pneumatic switch are broken.

Event description:
It was reported that the white connector for the pneumatic switch assembly broke off on (B)(4) 2011. There was no pt involvement and no adverse pt consequences reported.